Event description:
This is filed to report a single leaflet device attachment (slda) and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, the first clip implanted was an ntw. Leaflet insertion assessment was performed per instructions for use (IFU). The mr was reduced to grade 1-2. It was decided to implant an additional clip, lateral to the first, to further reduce the mr. The first clip detached from the posterior leaflet, and a single leaflet device attachment (slda) occurred. The second clip was then prepared and implanted lateral to the first clip to stabilize and further reduce the mr. The mr was reduced to grade 1. There were no averse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda associated with the clip detaching from the posterior leaflet cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na